Event description:
The pt reportedly experienced loss of sound. External equipment was exchanged and programming changes were made. However, the problem was not resolved. Device testing revealed that the device is functioning outside of normal limits. Device revision surgery has been scheduled.